Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the report of bluetooth connection issue between the transmitter and g5 mobile application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A shared log review was performed and they showed transmitter failed to pair. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause could not be determined.